Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels. The current bg level was 400 mg/dl and insulin injections were used to address the bg level. The contact reported that the basal insulin was not being delivered and the customer compensated for it by using lantus and the customer's bg had gone low. The customer was to insulin injections to manage diabetes.